Manufacturer narrative:
Information references the main component of the system.

Event description:
A manufacturing representative reported that the patient's battery was at 2.75v in (B)(6) and on the day of the report was at 2.33v and end of service (eos). An impedance check showed the patient's right program had 9 and 10 electrodes being used and the impedance on the combination was 88.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the healthcare provider (hcp) decided not to do anything at this point, and that no replacement is scheduled. The issue has not been resolved and the cause of the impedance issues has not been determined. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.